Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 10 shooter saeed multi-band ligator. The first and second bands were deployed with no issue. The user could not deploy the third band even after adjusting the endoscope and endoscopy lifter [sic]. The user changed to another of the same device to complete the procedure. The device was evaluated on (B)(6) 2019: the trigger cord appeared to have been cut. The cut portion of the trigger cord was not included in the return. Additional information was received on (B)(6) 2019: the trigger cord was cut and the nurse discarded the trigger cord after the procedure. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation evaluation: an evaluation of the photo provided confirmed the product to be returned. Our laboratory evaluation of the product said to be involved could not confirm difficulty with deployment but confirmed the report based on premature deployment of bands and condition of the returned device. The only portion of the device included in the return was the trigger cord attached to the barrel with three (3) bands. The loading catheter, two way handle, irrigation adapter and seven (7) bands were not included in the return. The user indicated that two (2) bands deployed correctly, hence it can be concluded that five (5) bands deployed prematurely and were not included in the return. During our laboratory analysis, the 6 shooter saeed multi-band ligator (mbl) device was attached to an endoscope that was placed in a simulated gastrointestinal (gi) position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. During attachment, it was observed that the knot located at the proximal end of the trigger cord was missing. The trigger cord also appeared to be shorter than intended; however, there was enough cord present to deploy the bands, therefore simulated varices were placed at the end of the barrel, vacuum pulled, and each band was successfully fired. All three (3) bands deployed and constricted as intended on the simulated varices. A visual examination of the device was performed. The trigger cord was examined and all twenty (20) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. During an examination of the trigger cord, it was observed that it did not meet the specification tolerance between the knots since the proximal knot was absent and the cord only measured 97 cm from the distal knot. The trigger cord appeared to have been cut. The cut portion of the trigger cord was not included in the return. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was conducted with production engineering to further investigate absence of a knot at the proximal end and length of trigger cord. During the meeting, it was confirmed that the trigger cord had been cut. The device goes through different inspections prior to leaving the facility. These inspections would have ensured the presence of the knot and the length of the trigger cord between the knots. It is unknown how or at what point the trigger cord was cut. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated that the device was used to treat varices in the fundus of the stomach. This is outside the intended use of the device and the potential cause for the reported observation. The intended use in the instructions for use indicates: "this device is used to endoscopically ligate esophageal varices at or above the gastroesophageal junction or to ligate hemorrhoids." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use state: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used to treat varices in the fundus of the stomach, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 10 shooter saeed multi-band ligator. The first and second bands were deployed with no issue. The user could not deploy the third band even after adjusting the endoscope and endoscopy lifter [sic]. The user changed to another of the same device to complete the procedure. The device was evaluated on 12-june-2019: the trigger cord appeared to have been cut. The cut portion of the trigger cord was not included in the return. Other than the deployed bands, it is unknown if a section of the device remained inside the patient¿s body. The location of the cut portion of the trigger cord is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.